Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Passed displacement test and rewind test. Motor error and compromised force sensor system alarmed during basic occlusion test due to loose/flush drive support disk. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot were noted.